Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer was not preforming the load process correctly. Tandem technical support educated the customer on the proper load process. Customer administered a correction bolus via the pump as well as performed a supply change to address the bg.